Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient's infusion set was leaking at the connection between the tubing and the cannula. The patient's blood glucose level was 22.2 mmol/l (399.6 mg/dl). On (B)(6) 2013, the patient's blood glucose level was again 22.2 mmol/l (399.6 mg/dl). The patient's doctor checked the infusion device and found moisture at the connection between the tubing and the cannula. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Performed free flow and tightness test on the complained samples and found that the used cannula was blocked with blood residues. The tests with the original packed sample did not show any abnormalities. Since the used sample was blocked they were not able to perform any tests according the complaint reason. Therefore they investigated all of their retain samples by visual inspection and one sample by free flow and tightness and could not find any irregularities. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.